Event description:
On (B)(6) 2014 - powerglide bunched up upon insertion. Could not be advanced off wire. On (B)(6) 2014 - per medwatch, rn was placing a powerglide midline catheter at pt bedside. Uneventful insertion with blood return obtained, wire advanced and catheter advanced approx 6 to 7 cm. At that point she was unable to advance catheter anymore. At that point, she decided to pull out the entire device as a unit and was unable to retract the entire device. X-ray of arm obtained and dr. Notified for order for surgical attending consult. Also discussed x-ray with ph. For suggestions on plan. Dr. Notified as surgical resident to come up and look at midline device and x-ray results. Dr. Felt that catheter was stuck in subcutaneous tissue and could be pulled out. Dr, came to bedside and pulled catheter out. Catheter was notched but otherwise intact. Pt arm was soft, without swelling and pt reported to be free.

Manufacturer narrative:
A lot history review (lhr) of rexl0410 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexl0410) have been reported from one u.s. Facility. The complaint of catheter drainage was confirmed and was found to be use-related. The returned product was one 20g 8cm powerglide device. The catheter, catheter handle, needle, guidewire, and rear grips were still together and were detached from the device housing. Blood residue was seen throughout the catheter and around the distal end of the needle. Roughness was seen in the catheter approx 2cm distal of the luer hub. The catheter was removed from the needle, and an attempt to infuse water through the catheter revealed the catheter was patent to infusion with no leaks when pressurized. The tactile eval confirmed the section of catheter roughness approx 2cm distal of the luer hub. Microscopic examination of the rough section of the catheter revealed two v-shaped protruding deformities that had not completely punctured the catheter. The damaged observed in the catheter material was typical of withdrawing the catheter back onto the needle after it had been partially advanced.